Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with problems with monovision and is unhappy with treatment results approximately two weeks post photorefractive keratectomy (prk) in the left eye. The patient was noted to have a decrease in best corrected visual acuity, sub epithelial post prk haze, and para macular changes. The patient was referred to a retina specialist and will return for follow up to discuss enhancement options once cleared by the retina specialist. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).